Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the needle of one device is sticking out of the rubber sleeve. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the needle of one device is sticking out of the rubber sleeve. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for sleeve side piercing/recovery was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing/recovery. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.